Event description:
The customer reports that she received an "e9" on the accu-chek compact plus system. No reported actions taken or treatment rendered. No adverse event reported. New system sent and return requested.